Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have thermal damage at the tip. The instrument passed electric continuity. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument released energy. The complaint was confirmed by failure analysis.

Event description:
It was reported that the monopolar curved scissors instrument's tip was in disrepair. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was last used during a umbilical hernia tapp.